Event description:
Surgeon performing femoral nailing. Hammering in the implant (proper technique), the coupling screw broke abruptly. Coupling screw removed with reverse thread broken screw remover. No trauma noted to patient per dr. Mcelroy.